Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two flexiva 200 tractip laser fibers that were opened for use in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva 200 tractip laser fibers were opened for use in a ureteroscopy procedure in the ureter performed on august 27, 2018. According to the complainant, during preparation, it was noted that the tip of the laser fiber detached upon opening the package. A second flexiva 200 tractip was opened and it was noted that the laser fiber broke at the base of the connector. The procedure was completed with the third flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.